Event description:
It was reported that during a low anterior resection, the hand-activation buttons on the device were not functioning. The site adjusted the power by the foot pedal and the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
D4, h4,6: information anticipated, but unavailable at this time.